Event description:
Paramedics attempted to use the device to administer defibrillation therapy to a patient diagnosed in fine ventricular fibrillation. When the device operator initiated a defibrillator charge, the device began charging, then after a couple of seconds reportedly stopped for no apparent reason and with no warning. The same problem reportedly occurred on 2 or 3 successive attempts to charge the defibrillator. A backup defibrillator was immediately available and used to continue treatment of the patient. The patient was not resuscitated. The reported indicated the patient's outcome was not a result of device use due to the immediate use of a backup defibrillator.

Manufacturer narrative:
Medtronic evaluated the device. The reported problem was not duplicated or confirmed. The root cause of the reported problem was not determined. The patient event record from the reported event annotated several 'replace battery' warnings indicating both device batteries were low. The batteries used during the reported event were not made available for evaluation. The device was returned to the customer.